Manufacturer narrative:
The investigation of the returned device has been completed by the failure analysis lab on (B)(6) 2019. Device evaluation summary: it was reported that a 61-year-old female underwent primary breast augmentation with a mentor smooth round moderate profile 525cc saline prosthesis. On (B)(6) 2018 right sided deflation was diagnosed by a physician. Additionally, left sided capsular contracture was noted (baker¿s grade unknown). Upon receipt by mentor the device returned without fluid. White material was observed within the device and on the shell surface. Upon initial inspection the device appears intact. No other anomalies were discovered. The mentor product analysis lab concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. There is no evidence that the issue is related with manufacturing. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed for the finished device number 6944105, and no non-conformances related to the reported complaint condition were identified. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent primary breast augmentation with a mentor smooth round moderate profile 525cc saline prosthesis. On (B)(6) 2018 right sided deflation was diagnosed by a physician. Additionally, left sided capsular contracture was noted (baker¿s grade unknown). As a result, bilateral prosthesis replacement with 550cc mentor memorygel breast implants was performed. There were no procedural complications. The right sided deflation was initially reported by mentor on (B)(6) 2019 under 1645337-2018-07470. On (B)(6) 2019 mentor became aware of the left sided capsular contracture. This report relates to the left prosthesis.